Manufacturer narrative:
The customer reported that the cns is in boot loop. The customer stated that the cns crashed earlier in the day and they rebuilt the array. The cns booted into application normally then a while later it rebooted itself. The hdd's are being replaced. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) keeps rebooting by itself.